Event description:
It was reported that pump battery depleted faster than expected. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no confirmation of the battery issue was possible, and no additional corrective actions or outcomes were reported.